Event description:
The patient identifier remains unavailable at this time.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data files were reviewed for this event. Run data file review indicated that there were intermittent issues with the rlad. The returned rlad was found to intermittently detect air. Root cause of the reported failure is intermittent issues with the return line air detector. An internal CAPA has been initiated to address intermittant issues with the return line air detector.

Event description:
Rlad failure during mnc procedure. No patient information is available at this time. This report is being filed due to a request to file with a regulatory body ((B)(4)).

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The rlad was returned for evaluation. A visual inspection revealed no anomalies. Functional and coupling tests were also conducted. It was found that the rlad intermittently would not detect fluids. The rlad was replaced. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.